Manufacturer narrative:
Reporter first name: (B)(6) hospital.

Event description:
Philips received a complaint on the defibrillator indicating that the device cannot be turned on. There was no patient involvement.